Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead failed to convert the patient¿s rhythm initially with a 36 joule (j) shock. The rhythm was successfully converted with a 40j shock. Additionally, the ICD was noted to have migrated, and the rv exhibited high capture threshold and high pacing impedance. On (B)(6) 2026, the physician elected to explant and replace the ICD. The rv lead was capped and replaced that same day. The patient condition was stable.